Manufacturer narrative:
(B)(4). Date of birth: (B)(6). Concomitant medical product: vanguard (tm) cr femoral, catalog # 183033, lot # 794350; biomet interlok fixed I-beam tibial plate, catalog # 141225, lot # j3356176; zimmer palacos bone cement, catalog # unknown, lot # unknown. This bone cement is manufactured at heraeus medical and distributed through zimmer orthopedic surgical products. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-09533, 0001825034-2018-09535. Remains implanted.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient was experiencing effusion one year post implantation. No revision occurred, implant remains in patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Device was not returned. Review of the device history record (DHR) found one scrapped parts. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.